Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis (elevated ion levels) and trunnionosis. A 36-5 cocr lfit head and 36 neutral liner were revised to a ceramic head and sleeve with a new poly liner. The accolade ii stem was not revised. Rep confirmed there are no allegations against the revised liner, and reported that no further information will be available.